Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the latch of the drive motor broke off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported issue. He replaced the latch on the drive motor. The unit operated to the manufacturer's specifications. The broken latch has been disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.